Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the alarm. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a broken belt clip slot, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported via phone call that the insulin was squirting out while trying to prime pump. The customer stated the pump alarmed force sensor and noticed the insulin squirting out. Also, customer mentioned the drive support cap was sticking out. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.